Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead exhibited a high, out of range pacing impedance measurement as well as highly variable and unstable threshold measurements. Sensing is optimal and stable, the patient has had no episodes of arrhythmia, and the pacing percentage is zero. The physician will call the patient back for further testing, and will monitor the patient closely. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.